Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of peritonitis in a patient coincident with dianeal pd1 therapy for continuous ambulatory peritoneal dialysis (capd). It was not reported whether dianeal pd1 therapy was ongoing. On (B)(6) 2011, the subject experienced peritonitis without septicemia and was hospitalized that same day. Treatment was not reported. On (B)(6) 2011, the patient recovered from the peritonitis and was discharged. An opinion of causality was not reported for the event of peritonitis. The study endotoxin-associated sterile peritonitis observational study (e-steps) was sponsored by baxter with a protocol number of (B)(4). The subject's number was (B)(4).

Manufacturer narrative:
(B)(4).the problem was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.